Event description:
A report was received that the patients ipg was no longer holding a charge as long. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.